Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of cassette alarming and not attached properly was confirmed and duplicated during testing. The event log also revealed complaint. This was isolated to the dso ( down stream occlusion) sensor having fluid ingression. Action was taken to replace the dso along with preventative replacing keypad, overlay along with loading software and calibrated sensors. Updated: a 1 b 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . Summary in h 10.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 was alarming cassette not attached properly. No patient involvement.